Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon revised a broken accolade tmzf stem.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned, however images were provided. Explant photographs suggest the stem was well-fixed to the bone prior to removal while black stain deposits suggests there was metal debris present in the joint space. The stem neck has some black material below the taper section also suggestive for metal deposits. The taper itself is unsharp on the picture but may also show some black discoloration (as per medical review). -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: there was however a significant overload condition present in the bearing section due to the discussed factors and it would be most logical that such an overload condition translates into increased micromotion in the modular junction of the femoral head that thereby would be subject to increased corrosion as a secondary effect. Cup malposition in absent anteversion plus heterotopic ossification have together caused overload in the arthroplasty bearing section with fatigue build-up ending in a fatigue fracture in the stem neck exactly at the area of overload. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the medical review concluded that "cup malposition in absent anteversion plus heterotopic ossification have together caused overload in the arthroplasty bearing section with fatigue build-up ending in a fatigue fracture in the stem neck exactly at the area of overload." If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised a broken accolade tmzf stem.